Event description:
It was reported that the bd syringe 50ml ll had visible silicone. The following information was provided by the initial reporter: it was reported that the same level of oily residue has now been identified in a syringe from another batch of 50ml syringes: product: bd 50 ml syringes batch/lot number: 2603021 batch exp: 28/02/2031 quantity affected: unknown at present I would appreciate a quick response, given this has now impacted multiple batches and may have an impact on manufacturing capability.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. G.4. Applicable 510k numbers are k182589;k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.